Event description:
The customer reported that the insulin pump alarmed watchdog timeout. Customer stated there was buzzing sound. Customer's blood glucose was 411 mg/dl and at the time of alarm it was 157 mg/dl. Troubleshooting was done. Performed self test and passed. It was found in the alarm history that insulin pump alarmed external ram crc error and unexpected restart. Customer declined to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).